Event description:
It was reported that a malfunction alarm with code 12 occurred, but no notable events preceded the issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump as normal.